Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 analyzer and found the buffer syringe was worn and the mixing bar was not straight. The fse replaced the buffer syringe and the mixing bar to resolve the issue. The fse performed calibration, quality control and patient samples, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic patient results on ion selective electrode (ise) for sodium (na), potassium (k) and chloride (cl) due to erratic anion gap values on their au480 clinical chemistry analyzer. The customer estimated five patient samples were repeated on another au analyzer with normal results. The customer released the correct results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided only the results for two patients.